Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damage on the insulin pump screen. The customer's blood glucose at the time of the incident was not provided. The customer states that the insulin pump screen was difficult to read. Troubleshooting was provided. Customer stated screen was falling off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.